Event description:
Caller reported false negative urine hcg results with henry schein one step+ hcg urine cassette test vs. Beta hcg blood test. Customer stated that three pts tested positive on home pregnancy test but tested negative in the office using the henry schein one step+ hcg urine cassette test. The office sent blood to the lab for confirmation (beta hcg test) and each pt tested positive. Exact lab values were not available. The caller stated that the pts may have been about four weeks pregnant. No procedures were done and no medication was administered as a result of the negative reading. They do not run external controls. The customer stated that the issue occurred about a month ago and she did not have details on test procedure or pt info. The account moved office locations and the pt records are not available.

Manufacturer narrative:
Customer did not provide lot numbers or return products for investigation. Customer could not provide exact lab values, but stated that level was high. Hook effect cannot be ruled out. Unable to perform further investigation without additional info or sample return. As reviewed of complaints against this product and trend code for (B)(4) indicate that product performance has not exceeded the upper control limit for further action. No corrective action required at this time as no product deficiency was established.